Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed that the radio frequency failed and the meter did not communicate information to the pump. The customer's blood glucose reading was 168 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test. No insulin pump alarm noted during testing. The blood glucose meter communicated properly with pump. All selected data were properly recorded in insulin pump history screen. Device passed unexpected restart test and all operating current measurement were normal. Device received with cracked reservoir tube lip. No keypad buttons anomaly. No damage on keypad traces or counting up anomaly noted during testing.